Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had drive anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had scratches on the insulin pump and also had a few error code during rewinding, there was a slight sound. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device also passed tone check and vibrate check. No audio/vibrate/absence of alarm anomalies noted during testing. No drive/motor anomaly, unexpected error or alarm or unexpected motor noise anomaly noted during testing. The motor was tested outside of the unit and passed. Device was also monitored for 4 days. No unexpected error or alarm noted. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).